Event description:
It was reported in a scientific article that a lead fracture was found on a vns patient. At the moment, the root cause of the fracture is unknown. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: turak, baris, and francois x. Roux. "Stimulation chronique therapeutique du nerf pneumogastrique pour l'epilepsie: aspects chirurgicaux." Epilepsies 20 (2008): 18-31.